Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of a tracheostomy tube a patient complained of pain and pus was oozing out which resulted in the tube being exchanged with a new one. No patient or clinical injury was associated with this incident.